Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The patient was receiving cefepime, ciprofloxacin and fluconazole intraperitoneally (doses and frequencies not reported) mixed together in one dianeal bag as treatment for peritonitis. The cause of the peritonitis and the patient's recovery status were not reported. No additional information is available.